Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with cracked battery tube threads.

Event description:
Customer reported via phone call that their insulin pump had motor error alarm and it was damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that cracked on the top battery side. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.